Manufacturer narrative:
The handle is broken off at the base of the shaft. Optical examination discovered a quasi-brittle fracture, with fracture morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order induce fracture is consistent with lateral bend stress overload. The above observations are consistent with lateral bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with disc herniation underwent micro endoscopic discectomy (med). Intra-op, the handle broke.the physician then replaced it with other device of different model and completed the procedure successfully.no fragments remained inside the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.